Manufacturer narrative:
Additional information: mean and mode used. Date of event: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records for these devices lot numbers could not be reviewed. A review of the device labeling including the risk analysis was completed. Hyphema and elevated iop are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled ¿safety and efficacy of istent inject trabecular micro-bypass stents in combination with phacoemulsification for chronic open angle glaucoma associated with cataract¿. Reportedly, three (3) eyes presented with intraocular pressure (iop) spikes between postop day one (1) and day three (3), which resolved quickly prior to day seven (7) with glaucoma medication. One (1) of these eyes also developed a minimal hyphema prior to day three (3), which also resolved within one (1) week. Additionally, there was a report of persistent elevated iop in three (3) eyes postoperatively (= 1 month), requiring topical hypotensive medications, with one (1) case of persistent elevated iop undergoing stent removal and replacement with a different device model (after 1.5 months). Any omitted information was not available at the time of this report. Additional information has been requested.